Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being created in 2011 and files are retained for 7years, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was unable or difficult to aspirate and experienced a cannula breaking off. The following information was provided by the initial reporter: the patient contacted to report a possible quality deviation in the bd ultra-fine 8mm syringes in the capacity of 50ui (lot: 1290146 the manufacture: 2011 validity: 2016). He reports that he has been using bd ultra-fine syringes for a long time and in the last 4-5 packages the following quality deviation occurred: when removing the needle from the ampoule bottle, it completely detaches from the syringe, getting stuck in the rubber of the bottle. He also informed us that there is a pressure difference when trying to draw insulin from some syringes. We advise on the technique of injecting air into the ampoule bottle before aspirating the medication. Only at the time of the call did the patient realize that he was using the syringes expired 4 years ago. We advise not to use these syringes. Patient reported that he received the syringes 8 months ago. Even if the deviation is probably not due to the product, but due to the expiration date, we inform that the case would be passed on to the responsible sector. The patient is elderly and has impaired vision.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone code: an additional phone # was provided as: cellular: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1290146, medical device expiration date: 2016-10-31, device manufacture date: 2011-10-17. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was unable or difficult to aspirate and experienced a cannula breaking off. The following information was provided by the initial reporter: the patient contacted to report a possible quality deviation in the bd ultra-fine 8mm syringes in the capacity of 50ui (lot: 1290146 the manufacture: 2011 validity: 2016). He reports that he has been using bd ultra-fine syringes for a long time and in the last 4-5 packages the following quality deviation occurred: when removing the needle from the ampoule bottle, it completely detaches from the syringe, getting stuck in the rubber of the bottle. He also informed us that there is a pressure difference when trying to draw insulin from some syringes. We advise on the technique of injecting air into the ampoule bottle before aspirating the medication. Only at the time of the call did the patient realize that he was using the syringes expired 4 years ago. We advise not to use these syringes. Patient reported that he received the syringes 8 months ago. Even if the deviation is probably not due to the product, but due to the expiration date, we inform that the case would be passed on to the responsible sector. The patient is elderly and has impaired vision.